Event description:
A (B)(6) female patient with a history of diabetes, hypertension and severe peripheral vascular disease (pvd), underwent a peripheral vascular intervention, via an antegrade 6f cordis sheath on (B)(6) 2009. Two stents were placed in the superficial femoral artery (sfa). Peri-procedural medication included angiomax and act was not obtained. Peri-procedure blood pressure was 120/69. A groin shot taken showed a common femoral artery (cfa) stick with severe peripheral vascular disease in the vicinity of puncture. The physician, trained to the mynx procedure, proceeded to use the mynx closure device. The deployment was reportedly seamless with the use of 50/50 contrast. Post deployment, the physician laid the device down for 3 minutes and held for 5 minutes post device removal. Hemostasis was achieved successfully. On (B)(6) 2009, the puncture site was observed to be tender and hard with bruit. An ultrasound confirmed a 2x7 cm pseudoaneurysm (psa). The psa was treated with 2000 units of thrombin injection therapy. The patient was reported to be doing fine and stayed till (B)(6) 2009 due to diabetes observation, reportedly unrelated to the mynx. The patient was discharged home on (B)(6) 2009.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided, the cause of the reported event could not be determined. A review of the lhr was not possible as the lot number was not provided. However, product release at aci is contingent upon the successful completion of lot release testing and a documentation review by the quality department.